Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 38 indicating consecutive stalled motor events on multiple occasions, with one alert recurring immediately after restart despite adequate charge, and the device was replaced; the user was instructed on restart steps, shutdown, need for backup therapy, and that data would not transfer to the replacement. Symptoms included hyperglycemia with a highest glucose of 398 mg/dl, prolonged time above 180 mg/dl, alerts for glucose above 300 mg/dl, and tingling. Outcomes included use of subcutaneous insulin by pen as backup therapy without hospitalization or professional medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.